Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02711. It was reported following an implant procedure on (B)(6) 2018, the patient presented to the ER due to urinary retention on (B)(6) 2018. The patient was released from the hospital that same day and sent home with a catheter. It was noted the patient's scs is working properly.